Event description:
The nurse reported that during a planned anterior vitrectomy, the vitrectomy probe would not stay connected to the system. Additional info received from the surgeon stated the case was an urgent penetrating keratoplasty. The eye was "open sky" and vitreous was in noted in the anterior chamber. The surgeon attempted to perform an anterior vitrectomy, but the system wasn't working. The surgeon completed the anterior vitrectomy manually with weck cell spears. The case proceeded without further complications. The pt's prognosis is good.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The cpc connector was replaced to mitigate the problem connecting the vitrectomy probe to the system. The cpc connector was disposed of in the field. The system was then tested and met all product specifications. This report was mailed to FDA on: 07/29/2009.